Event description:
It is reported that the patient was undergoing articular surface exchange after being implanted for 22 years due to articular surface wear. The patient had a natural knee I system; however, a natural knee ii articular surface was provided for the surgery which would not seat. There were no natural knee I compatible devices available for use. The surgeon elected to revise all components using a different implant system to complete the surgery.

Manufacturer narrative:
This report will be amended when our investigation is complete.